Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: hernia (2018); 22 (suppl 1):s94¿s189 (p-1292). (B)(4).

Event description:
It was reported in a journal article with title: a short case series of rare presentations of appendicitis within midline incisional hernias: spontaneous evisceration and chronic incarceration of the appendix. Anterior abdominal wall hernias containing the appendix are rare and usually due to sliding variants into the inguinal region or the femoral canal. The authors presented two cases of appendicitis in midline incisional hernias with discussion of their successful management. A (B)(6) year old female patient was presented with a 3 day history of central abdominal pain and vomiting with deranged liver function tests. The patient developed an erythematous incarcerated port-site incisional hernia from previous laparoscopic sterilisation. Computerised tomography (CT) showed a 3 cm defect at the umbilicus containing presumed small bowel with surrounding fat stranding. The patient underwent incisional hernia repair where an ischaemic appendix was found necessitating appendectomy. The defect was repaired with an onlay prolene mesh (ethicon). Reported complication included wound infection which was managed with antibiotics and the patient was discharged on day 3